Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found that normal battery depletion had occurred. The elective replacement indicator was found to have been falsely triggered.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the pulse generator had exhibited premature battery depletion. No patient symptoms were reported. The device was successfully explanted and replaced.